Event description:
Customer reported via phone, the up arrow button on the insulin pump was not responding. Customer was attempting to enter her blood glucose and the numbers kept ramping up. Customer was concerned the device will give her the wrong number. Customer didn't know her blood glucose. Customer didn't recall any significant event which may have cause the device to alarm. She stated she keeps the device in her pocket or clipped to her bra, and hasn't gone swimming or hasn't sweated. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up keypad dome. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window and cracked case near the display window corners.